Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump volume would intermittently not annunciate audible tones for alerts and alarms. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.